Event description:
It was reported that when bedside rn was attempting to prepare patient to draw labs, infusion pump was stopped. After a few moments, bedside rn approached patient and noted blood leaking from PICC line. Leak was noted to be above the purple hub at the tubing. PICC team rn was consulted. PICC team rn came to bedside, upon their assessment PICC line was compromised. As a result tpn had to be stopped and patient required peripheral ivs to continue IV fluid replacement. PICC line needed to be removed and replaced. A piv was placed.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l powerpicc catheter. Usage residues were observed throughout the sample and needleless injection caps were attached to both luer adapters. A partially circumferential split was observed at the junction between the purple luer adapter and the extension tubing. Microscopic inspection of the split revealed granular fracture surface. The fracture surfaces exhibited beach marks. Material buckling was observed in the vicinity of the split. The fracture characteristics and material buckling were consistent with material fatigue failure due to repetitive torsional (twisting) stress. The location of the damage suggested that accessing/de-accessing of the purple luer adapter likely contributed. A lot history review (lhr) of recx3479 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when bedside rn was attempting to prepare patient to draw labs, infusion pump was stopped. After a few moments, bedside rn approached patient and noted blood leaking from PICC line. Leak was noted to be above the purple hub at the tubing. PICC team rn was consulted. PICC team rn came to bedside, upon their assessment PICC line was compromised. As a result tpn had to be stopped and patient required peripheral ivs to continue IV fluid replacement. PICC line needed to be removed and replaced. A piv was placed.